Event description:
In a small bowel resection procedure, several plcr75b reloads were fired via a plc75 and an idrivec: one firing resulted in improperly formed staples which created holes in the tissue; another resulted in tissue being cut with only partial stapling. Another stapler was used to redo the procedure.

Manufacturer narrative:
The returned plc75 was evaluated on 4/17/08, and was found to have a broken anvil pull screw. This broken component directly contributed to the reported event. It is believed that the break may have occurred when the plc75 was fired over a pre-existing staple line. When an attempt was made to run a performance test on the device, it failed due to the damaged component. Device manufacture date could not be determined as the lost number was not provided by the initial reporter.